Manufacturer narrative:
The cause for the discordant advia centaur xp hbsagii results is unknown. Siemens continues to investigate. The limitations section of the information for use (IFU) states: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed an initial (B)(6) result using advia centaur xp hbsagii that was (B)(6) upon repeat and (B)(6) with the advia centaur xp confirmatory test. There are no reports that treatment was altered or prescribed or adverse health consequences due to the initially (B)(6) advia centaur xp hbsagii result.

Manufacturer narrative:
MDR 1219913-2016-00267 was filed on january 10, 2017 reporting an initial (B)(6) result using advia centaur xp hbsagii that was (B)(6) upon repeat and (B)(6) with the advia centaur xp confirmatory test. January 10, 2017 - additional information: sample was not provided for additional testing, therefore siemens is unable to determine root cause. The advia centaur hbsagll instructions for use in the interpretation of results (IFU) section states "if the sample is > 50 or flagged as "> index range," the specimen is reactive for hbsag, and no further testing is required. Note: when the advia centaur hbsagii assay is used as a stand-alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), it is suggested that the advia centaur hbsag confirmatory assay be used to confirm the result." The customer did run the sample in the (B)(6) confirmatory assay and obtained an "(B)(6)" result. The advia centaur hbsag confirmatory IFU states "samples are reported as invalid if the sample run with reagent b is below the cutoff value of the advia centaur hbsag confirmatory assay. The assay is invalid and should be repeated. If the interpretation is invalid after repeat testing, it means a valid result cannot be obtained with this sample and a new sample should be obtained." The customer did not repeat testing or obtain a new sample. Based on the information provided, there was a possible issue with the sample. Pre-analytic variables can affect the quality of the sample.